Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced an infection later clarified as peritonitis. The event was manifested by weakness and cloudy effluent. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient started treatment with intraperitoneal vancomycin (1g every fifth day; duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered from the event. No additional information is available.